Event description:
A co2 tank with a flowmeter attached, used in the open heart room was brought to the or, along with a transport monitor by rn. The tank was placed on the bed. The circulating rn used the same key that would be used to open an oxygen tank cylinder valve to open the cylinder valve of the co2 tank. The patient was connected to the co2 tank. Pt was transferred to the ICU. At the end of the elevator ride, the patient became bradycardic 30-40's and o2 sat dropped to 84%. The patient was rushed to ICU at which point the pt deteriorated to pulseless arrest. A code was begun, medications given. At that time, the respiratory therapist noticed that the ambu circuit was connected to a tank of co2 and not oxygen. Patient was immediatley connected to o2. The resucitation resumed and normal sinus rhythm restored within minutes. Co2 tank is a grey color with flow meter labeled "carbon dioxide". Oxygen tank is a green color. Both have small labels from manufacturer stating name of product that is visible from one side. Once the tank is placed in a holder the label may not be visible.follow up reveals: this product was used in the open heart room that requires co2 and has the end that requires the tapered swivel connector, that can be connected to the oxygen connector. This connector is not thought to have been an issue in this case.